Event description:
This reposeable xi multi use da vinci monopolar curved scissor was identified by our surgeon as being "dull". Upon review of our records 7/10 lives remain on this instrument. I will return it to intuitive for reimbursement on the remaining lives. FDA safety report ID# (B)(4).